Manufacturer narrative:
Integra has completed their internal investigation on 18 feb 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of device: the ac31 monitor was tested and the results were unconfirmed. It passed all incoming tests with test catheter and test equipment. The DHR review has been deemed satisfactory. No anomalities have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. No trend has been identified. Conclusion: complaint was not confirmed; root cause was not determined.

Event description:
On (B)(6) 2016 an ip2p catheter was inserted in a (B)(6) year old female patient who had a severe subarachnoid hemorrhage. It was then hooked up to the evaluation lcx02 monitor. On (B)(6) 2016 this same catheter was also connected to an older ac31 monitor and the values or numbers were off by 20%. The medical team was concerned about the inaccurate readings from the ac31 licox cmp oxygen monitor. The patient was reconnected back to the evaluation lcx02 monitor and there was no patient injury reported.